Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to perform functional testings due to blank display. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address/serial number label.